Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. It was noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that at implant the physician was unable to advance the left ventricular lead into any branches of the coronary sinus due to the patient's limited/small anatomy. The lead was removed and a new epicardial left ventricular lead will be placed by a surgeon at a later date. No patient complications have been reported as a result of this event.